Manufacturer narrative:
Evaluation summary: the radio frequency programmer head was returned and analysis found that when it was plugged into the programmer, the programmer would shut down, and that the programmer head failed tests. The programmer head cable was replaced. Product ID: 2090 programmer; (B)(4).

Event description:
The radio frequency programmer head was returned along with the programmer and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.